Event description:
I received my 3rd injection of synvisc, during the injection, I got an incredible searing pain. I could not walk out of dr's office. Doctor said ice and tylenol. It's now been almost 1 month and my knee is giving out, I have a ton of fluid and it's swollen 3x the normal size. I am waiting for instructions from doctor but really don't want to go back to same doctor, I don't think my original injury 30 years ago to this knee hurt as much as this hurts now. I also have a blotchy, itchy rash on my face which doctor says is not from the synvisc but it's been here since injection 1 and can't be a coincidence. Dermatologist gave me hydrocortisone lotion for the rash which does not help. Dates of use: (B)(6) 2014. Reason for use: 3 injections 2 weeks apart each for arthritis in knee.